Event description:
Caller reported that the pump battery would not charge, but there was no adverse impact on the customer¿s blood glucose level. The customer initially attempted to resolve the issue by using different wall outlets and adapters. Although the pump began charging after plugging into a different outlet, the issue persisted, leading to a decision by technical support to replace the pump since it was out of warranty.